Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on the cable, and noise on the cable due to a faulty charged coupled device. Based on the results of the investigation, and since the report of "scope is detached from the coupler/adaptor due to a knob breaking off where you squeeze to connect the camera head" was not confirmed, the definitive root cause of the customer's reported issue could not be determined. It was determined the malfunctions identified during the device evaluation were due to component failure. However, a definitive root cause could not be determined a device history record review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head was dropped while setting up the room for the day and the scope is detached from the coupler/adaptor due to the knob breaking off where you squeeze to connect to the camera head. There were no reports of patient involvement.